Event description:
It was reported that four coils could not be detached. Upon removal, the coils detached inside the catheter. The physician was able to push all the coils into the aneurysm either with a push wire or guidewire. No pt injury reported. Same event as MDR# 2029214-2009-00167, 2029214-2009-00168, and 2029214-2009-00169.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The retainer ring was found damaged which may have been the cause of the original non-detachment. (B)(4).